Event description:
The user facility reported to terumo cardiovascular during cardiopulmonary bypass, they noticed plasma leak. No health consequences or impact. Product was not changed out. Procedure completed successfully.

Manufacturer narrative:
Terumo will not receive the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 12, 2024. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H6 (identification of evaluation codes 3331, 4114, 3221, 4315). The sample was not returned for evaluation, nor were any pictures provided; therefore, a thorough investigation could not be performed. A definitive root cause was unable to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.